Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Implant date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -8.00 diopter, implantable collamer lens was removed from the patients eye on (B)(6) 2021 due to high vault. A replacement lens of shorter length was implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: device evaluation: lens was returned dry with residue on product, in vial. Visual inspection found no visible damage to the lens. Clear, white and brown residue throughout the lens was observed. Claim#: (B)(4).